Event description:
It was reported catheter luer type connector leaks water while replaces different brands of connectors. And also leaks when connected to a syringe. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx3536 showed sixteen other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of a 4fr s/l powerpicc catheter being flushed was returned for evaluation. Only the luer adaptor of the catheter was within the frame of the video. A needleless injection cap and extension set tubing were attached to the catheter luer adaptor. As a clear liquid was infused through the device, a dripping leak was observed emanating from the junction between the luer adaptor and the needleless injection cap. The circumstances shown in the provided video were similar to a previously identified luer issue which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported catheter luer type connector leaks water while replaces different brands of connectors. And also leaks when connected to a syringe. No other information was provided.